Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s wife witnessed the patient ¿behaving weirdly¿ and that he was shouting. The patient¿s cgm was reading 78 mg/dl and the bg meter was reading 50 mg/dl. The patient¿s wife called 911. While waiting for emergency medical services (ems), the patient lost consciousness. Once ems arrived, they treated with the patient with an unspecified IV containing sugar. The patient recovered after treatment; his post treatment bg meter was 207 mg/dl. No cgm comparison reading provided. Ems also advised the patient to replace his sensor. The patient was not transported to the hospital. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.